Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
Device 4 of 4. Reference MFR report#1627487-2016-02792, reference MFR report#1627487-2016-02793, reference MFR report#1627487-2016-02794. The patient received two swift lock anchors with the same lot number. It was reported the patient was admitted to the hospital due to swelling at the ipg pocket site. Follow-up identified surgical intervention was undertaken on (B)(6) 2016 during which time the entire system was explanted due to infection. Reportedly, the patient is currently in intensive care due to an unrelated medical issue.